Manufacturer narrative:
Conclusion - evaluation conclusion: the unit was scrapped.

Event description:
It was reported that during a visual evaluation conducted by a manufacturer service technician that the cable was cut and copper wires and insulation were exposed. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.